Event description:
A 35-year-old male patient with diffuse midline glioma began optune gio therapy on (B)(6) 2024. On (B)(6) 2025, novocure was notified that the patient temporarily discontinued optune gio therapy due to a shunt infection that necessitated surgical removal. The caregiver believed that the infection was unrelated to device use. During an in-home visit on (B)(6) 2025, it was noted that the patient had a large ventriculoperitoneal shunt, which was placed on (B)(6) 2023, on the top-left side of the head, and the arrays were placed to avoid the area. On (B)(6) 2025, further information was provided indicating that the patient still had sutures in place on the scalp following the surgery. As a result, optune gio therapy could not be resumed until the scalp fully healed. The prescribing physician was contacted for further details, although no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer array placement to the shunt infection that required surgical intervention cannot be ruled out. Shunt infection was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 5 reports of shunt infection in the commercial program to date.